Manufacturer narrative:
The device remains in service pending a replacement procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that at a device follow-up, the remaining longevity was only 2.5 years. It was noted at the previous follow-up one year ago the remaining longevity was 10 years. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering review of the data confirmed the power consumption has been increasing during the last year, from about 30uw to 82uw now. The power consumption has not leveled off, so an accurate longevity calculation cannot be performed. The device is malfunctioning and replacement is recommended. The patient was sent home after the device check. The field representative will report this information to the hospital so a replacement procedure can be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. This resulted in the observed premature battery depletion.

Event description:
It was later reported that the device was explanted and replaced the following week. The device was returned and is undergoing analysis. No additional adverse patient effects were reported.